Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 244 mg/dl on the reported meter and a reading of 140 mg/dl on another meter. Information regarding the time difference between the tests was not available. At that time, the patient experienced no symptoms of high or low blood glucose levels. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.